Event description:
It was reported that the right ventricular lead was capped and replaced because of increasing threshold in a dependent patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: unknown lead, implanted: (B)(6) 2002; 1388t pacesetter lead, implanted: (B)(6) 1999; 4193-78 lead, implanted: (B)(6) 2002. (B)(4). -